Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2014; 4076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance, oversensing and possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.